Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A ventec sales rep reported that the touchscreen on the demo device was unresponsive. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.